Manufacturer narrative:
Device not received in stuck manufacturing mode device passed displacement test. Device passed self test. Device received with cracked retainer, scratched case, cracked case at battery tube side and minor scratched lcd window. Software error and hal software error detected alarm noted in device history download due to software error.

Manufacturer narrative:
Inspected 1 opened/used sensor and found sensor retracted inside sensor. Unable to confirm customer received sensor damage due to customer returned an opened/used product.

Event description:
The customer reported via phone call that they experienced low blood glucose of 49 mg/dl. The customer also reported that they experienced inaccurate readings as well. The customer's blood glucose was 95 mg/dl and sensor glucose was 179 mg/dl at the time of incident. The customer's blood glucose was 117 mg/dl and sensor glucose was 40 mg/dl at the time of call. The customer stated that the insulin pump alarmed software errors. The sensor was returned for analysis.